Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) was able to confirm via telephone that no additional issues occurred after the re-homing procedure that was completed on the initial call. No parts have been received at the manufacturer for evaluation. Issue resolved via phone.

Event description:
A site representative, radiographic technologist (rt), reported that, outside of a procedure, the gantry door open/close procedure was running slower than normal and did not seem to complete. Invalidate home procedure was completed and there was a noticeable improvement in speed and the issue was corrected. There was no patient present when this issue was identified.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.